Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation papers allege: pain and discomfort in his right hip causing potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update: (B)(6) 2013 sales rep reports that the patient was revised because of minimal cup fixation and corrosion on the trunion/spacer interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.